Manufacturer narrative:
The patient's age and weight were requested but was not provided. Approximate age of device- 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient showed signs of hemolysis. No unusual events were noted in the log file. Pump power was consistently in the 5 w range for most of the log file, but in the past several days the power was in the 4w range. The pulsatility index (pi) value was on an upward trend the past several days as well.

Event description:
Additional information: the patient was explanted due to recovery of left ventricular function that was complicated by pump thrombosis. The device operated as expected and was returned for evaluation. No further information was provided.

Manufacturer narrative:
Investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut 9¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow graft bend relief was also not returned. The outflow graft hardware was returned with no graft material. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, a large, red, denatured deposition was found surrounding the outlet stator bearing ball. This deposition showed dark areas of denaturation, indicating that it was likely present while the pump was supporting the patient. The non-laminated structure of the deposition suggests that it did not originate in the outlet stator and initially developed in another location; however, the specific origin could not be conclusively determined. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis. Rescue tape was observed 20¿ through 21.5¿ from the metal connector. Upon removal of the rescue tape, damage to the silicone jacket was observed 21¿ from the metal connector. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted with hemolysis as evidenced by elevated hemolytic markers on (B)(6) 2018. There was no evidence of pump dysfunction with no power and flow spikes noted and left ventricle (lv) decompressed and aortic valve (av) closed during ramp echocardiogram study. A cardiac CT was performed and heparin gtt was started to aim for partial thromboplastin time goal of 60-80 seconds. An aspartate aminotransferase (ast) test showed mild elevation in the patient's ast and trace blood with 0-3 red blood cells (rbcs ) in most recent urinalysis. The patient has had progressive fatigue over the last several months, but felt that it reached a plateau in the past month. The patient also had shortness of breath with any exertion. The patient's lactate dehydrogenase (ldh) level was 1233 u/l with plasma free hemoglobin of 12 on admission. Ramp echo showed appropriate lv decompression. CT results showed no evidence of thrombus, but did have fluid collection around outflow graft. Due to recovery of left ventricular ejection fraction (lvef) per echo, turn down study with dobutamine was done on (B)(6) 2018, however, at the end of the procedure, the patient developed stroke like symptoms with weakness to right hand. Neuro was consulted. The pump was returned to original speed and warfarin held while heparin gtt continued. CT did confirm left lateral frontal lobe infarct. The patient did have good recovery of right hand function. A repeat CT was done on (B)(6) 2018 with evolving left middle cerebral artery (mca) distribution frontal lobe ischemic infarct. Following this event, ldh decreased from 800s to 500s u/l, suggesting potential embolization of pump thrombus. Ldh remained stable for a bit in the 700-800s u/l, but then rose again to 1000s u/l. There were no signs or symptoms of end organ changes or pump dysfunction. Prior to this hospitalization, the patient had been listed for open heart transplant (ohtx), however, acute stroke changed this to inactive. The team decision for treatment was made to reinitiate warfarin, allow time to recover from stroke and monitor closely output. On discharge, the goal inr level was 2.5-3. Once recovery time, then the plan is to proceed ohtx versus trial of explant. No additional information was provided.